Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2010, the patient was initially implanted with an intuitrak bifurcated stent graft and intuitrak h powerfit aortic extension. On (B)(6) 2016, a secondary procedure was performed for an unknown reason. During the secondary procedure the patient was implanted with a afx vela suprarenal. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment determined that there was evidence to reasonable suggest type ia endoleak occurred that was not included in the event as reported. The type ia endoleak was discovered on (B)(6) 2018, during review of the 79 month post the implant CT scan. A root cause for the reported secondary procedure could not be determined. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.